Event description:
It was reported the customer had a blank display. The customer also reported an excessive no delivery alarm alert. The customer's blood glucose was 206 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms or blank display were noted. The insulin pump passed the unexpected restart error test with no error alarms. The insulin pump had a cracked display window, cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.